Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that assembly pull rod was noted that some of the threads on the bottom portion of the rod have stripped. As a result, the pull rod will no longer fully engage with the proximal body portion during final tensioning of the stem/proximal body construct.